Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was without stimulation. X-rays revealed the patient's lead had migrated. Follow-up information revealed the patient underwent surgical intervention where the lead was revised. It was noted during the procedure, the physician placed the lead back to its original position and anchored it properly. No devices were explanted. Reportedly, the patient has effective stimulation coverage postoperative.